Event description:
Two home health nurses inserted nasogastric tube and secured it in position with tape in a traditional manner on pt's face, began infusion of nutritional product and trained family members on how to run the pump and administer the food. As part of the insertion the nurses verified tube placement as being in the stomach. About 3 hours later, one of the nurses completed a follow-up visit to the pt to check the status. Pt expired about 7-8 following insertion of nasogastric tube.